Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a supply change was performed resolving the occlusion. Customer ultimately reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 261 mg/dl.